Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 3531, product type: external neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: 3531. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient it was reported that when attempting to change sides for therapy, they did not have a left side bubble showing 0.0 and they were unable to switch sides as they was nothing on the left side to activate. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the patient stating that they had "nothing to connect to" and the actions that were taken to resolve this issue were unknown. No further complications were noted or anticipated.